Event description:
It was reported that a minimum fill notification occurred while caller attempted to load new cartridge with insulin. There was no adverse impact to the customer's blood glucose level. Customer loaded new cartridge, resumed insulin deliveries, and was provided replacement per request, with no further action required.